Event description:
During baxter investigation, it was determined through the event history that failure code 810:04 occurred on (B)(6) 2010 during delivery causing an interruption of delivery. No patient injury or medical intervention has been reported. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-0224 associated with this report. Complaint no: (B)(4).

Manufacturer narrative:
The reported condition of failure code 810:04 was confirmed through the event history. The assignable cause could not be determined because the failure code was not duplicated during the evaluation. The ail pcb (air-in-line printed circuit board) calibration was verified to be within specifications. A follow-up report will be submitted if additional information becomes available. (B)(4).